Manufacturer narrative:
The investigation results will be provided in a subsequent submission

Event description:
During an atrial fibrillation ablation procedure, a perforation occurred in the right atrium. While ablating in the right atrium, the patient became hypotensive. An echocardiogram revealed a perforation for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The proximal tubing of the catheter had been severed and was not returned. No other visual anomalies were noted. Functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.